Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was a delay of 3 minutes and there were no adverse consequences as a result of this event. It was further reported another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. The returned blade was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi factorial.